Manufacturer narrative:
Patient information was unavailable from the site.) No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the surgeon was unable to perform a manual registration using the navigation system. The surgeon was unable to get the error metric below a 5.0. A medtronic representative tried having the surgeon get 4 to 5 good points with asymmetry but did not have success. After about 6 minutes, the surgeon decided to abort navigation and proceed with the case. There was a surgical delay of less than 1 hour, and there was no impact on patient outcome.

Manufacturer narrative:
Device evaluation: the patient archives were received and reviewed by software engineering. Engineering review of the provided archives showed that the touch registration had 6 landmarks stored with 3 green, 1 yellow and 1 red points collected with a high error metric. Removing the red point did improve the error metric. It was recommended that red points are re-collected or deleted as red points will contribute to a higher registration metric. Yellow points should be re-collected to help lower the metric as well. Ideally all collected points are green. Engineering review determined that the software is working as designed. If information is provided in the future, a supplemental report will be issued.